Event description:
The manufacturer received information alleging an issue with a ventilator's flow sensor. The device was not in patient use. During the evaluation of the device at the manufacturer's service center, dust was observed in the device's flow sensor air path. The device's flow sensor air path was cleaned to address the issue.